Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Event description:
It was reported by a veterinarian that an animal underwent routine dental extraction on (B)(6) 2014 and suture was used. The animal was sent to a dental specialist on (B)(6) 2014 for completion of the extractions. At that time veterinary staff indicated that the suture was starting to loosen and come out.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.